Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial tha, the a-frame screw broke during cup impaction. No pieces fell into patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Complaint sample was evaluated and the reported event is confirmed. Visual inspection of the returned device identified that the a-frame screw was fractured at the knurled knob/threaded shaft interface. The knurled knob and the rubber o ring were not returned. The device exhibits wear and tear consistent with use during a potential field age of 2 years 2 months. Sem analysis determined that the device fractured due to torsional fatigue. Fracture showed multiple ratchet marks near the edge which indicated crack initiation sites. Fatigue mode of fracture identified for most part of the fracture, exhibiting fatigue striations. DHR was reviewed and no discrepancies were found. The root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.